Manufacturer narrative:
In 2009, this customer reported that they observed unexpected messages in the event summary related to pads and paddles. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they observed unexpected messages in the event summary related to pads and paddles. There was no pt impact.